Event description:
It was reported that, a midline catheter was inserted on (B)(6) 2022 on a 68 y/o male patient. The incident occurred on (B)(6) 2022. There was a fluid flow back at the puncture point where the catheter was inserted. The midline was removed, and a peripheral line was inserted to complete the treatment (infusion of antibiotic). The current patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that, a midline catheter was inserted on (B)(6) 2022 on a 68 y/o male patient. The incident occurred on (B)(6) 2022. There was a fluid flow back at the puncture point where the catheter was inserted. The midline was removed, and a peripheral line was inserted to complete the treatment (infusion of antibiotic). The current patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one s-l catheter with non-arrow extension tubing for evaluation. Signs of use in the form of adhesive residue was noted on the extension line. Visual inspection revealed the catheter body was intentionally cut and the distal portion was not returned. No other defects or anomalies were observed. The total length of the catheter body measured 6.375", which is not within specifications of 7.875-8.375" per catheter product drawing due to the catheter being cut. This indicates that at least 1.5" of the catheter was cut and not returned. The outer diameter of the catheter body measured 0.06915", which is within specifications of 0.0655-0.0705" per extrusion graphic. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." No leaks were detected when flushed with a lab inventory syringe. The catheter was connected to a leak tester and occluded. The catheter was tested per d008845 rev. 08 which states, "there shall be no liquid leakage in the form of a falling drop of water at 300-320 kpa (43.5-46.4 psi) for 30 sec when tested per bs en iso-10555-1 annex c." The catheter was pressurized to 300kpa and held for 30s. No leaks were detected. A manual tug test confirmed the distal extension line was secure to the luer hub. A device history record review was performed, and no relevant findings were found. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause catheter component damage or breakage. If placement damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The complaint of a catheter leaking was not able to be confirmed by a complaint investigation of the returned sample. The returned catheter body was found to be missing at least 1.5" of its distal end. The portion of the catheter returned was still able to pass all relevant functional testing. A device history record review was performed, and no relevant findings were found. Without the distal end of the catheter body returned, the complaint could not be confirmed, and a root cause could not be established. Teleflex will continue to monitor and trend on complaints of this nature.